Manufacturer narrative:
The reported 130317-15 goldline pencil is expected to be returned for evaluation. A supplemental and final report will be filed upon completion of the product evaluation and complaint investigation.

Event description:
The user facility reported item 130317-15- goldline pencil self-activated during a procedure and caused a skin lesion on the patients' right elbow. The generator had to be turned off in order for the device to shut down. Despite the attempt to obtain additional information about the patient and/or event, no information has been provided. This report is raised on the basis of a reported patient injury.

Manufacturer narrative:
Additional event/patient information: despite several attempts, no additional event or patient information has been obtained to date. Details about the alleged lesion this device caused were not provided. Device evaluation: the used goldline pencil was returned to conmed for evaluation. The device was visually inspected and met specification per print. Label verification was unable to be performed due to the device not being returned with original packaging. Functional testing was performed with a sample generator and pad. Both the cut and coag buttons activated a normal response with the esu when applying normal pressure. The device was then agitated in a way to provoke auto-activation from any potential loose wiring within the device, however, the device did not self-activate. The device functioned as intended and the reported incident of auto-activation was unable to be replicated. A root cause of this alleged issue can therefore not be determined. A video from the operating room in which the surgeon is holding the pencil reveals [by audio] the device activated when no buttons are depressed. Manufacturer report: a two-year review of complaint history reveals no prior complaints for this device and failure. In that same timeframe, (B)(4) devices in this product family have been sold worldwide making the rate of occurrence for this failure (B)(6). Additionally, this is the only complaint reported against this lot of (B)(4) units. A review of the device history record found all process steps performed during manufacturing were followed to ensure the product was manufactured to specification. No abnormalities that would contribute to this issue were found. The instructions for use caution the user of the following: use the lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Do not directly secure the cable with metal instruments to surgical drapes. Activation of the pencil in contact with metal instruments may cause burns at the tissue/instrument interface. To avoid burns never allow cable associated with this device to be in contact with the skin of the patient or touching operator. Do not pull on or stretch the cord. Always place unused electrosurgical accessories in a safe and insulated location such as a holster when not in use. Refer to the electrosurgical generator operator manual prior to use. Discard devices that have reached their life expectancy. These devices should be inspected before each use and should not be used if damage is found. Due to this reported device issue that caused patient injury, an investigation has been initiated. This issue will continue to be monitored through the complaint system.